Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not lock the clip in place. The customer replaced the medium-large clip applier instrument with the same kind and continued with the case. The procedure was completed with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
The medium-large clip applier instrument was returned and evaluated by the failure analysis team. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip could not be properly loaded on the grip. Additional finding related to the primary failure: the instrument was found to have one bent grip. The damage was found near the base of the clip groove, causing a 0.042" offset at the tips. As a result, the clip could not be properly loaded on the grips. This type of failure is typically associated with mishandling / misuse.